Manufacturer narrative:
Correction: section d6b. Date of explant should not be filled, as the right ventricular lead was capped rather than explanted.

Event description:
It was reported that the patient presented for a generator change procedure. During previous checks, it was noted that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. During the generator change procedure, it was also observed that the set screw in the pacemaker header was stripped. The right atrial (ra) lead set screw could not be removed from the header; therefore, the pacemaker header was broken to free the ra lead, and the ra lead was electively capped. An insulation break with associated fluid ingress was identified on the rv lead upon visual inspection. The pacemaker was explanted and replaced; the rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.